Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10917r62, implanted: (B)(6)2001, product type: catheter. Product ID: 8709, lot# j10917r62, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that they were unable to aspirate the catheter at the pump replacement on the date of the report. The pump replacement was due to normal longevity and elective replacement indicator (eri) occurred on (B)(6)2015. "Water" was placed in the pump reservoir and the new pump was programmed to minimum rate mode with 36 mls for the reservoir volume. The catheter volume was noted as 0.156 mls. No symptoms were reported. The device manufacture representative was at the pump replacement when they were unable to aspirate the catheter. The type of medication being delivered via the device system was morphine. Additional information has been requested regarding the interventions involved and resolution to the device issue, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be filed.